Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was shaking and couldn't write yesterday. The patient said he was also having issues eating and using utensils. He was unable to connect his patient programmer to his ins because of poor communication. The patient stated he had not had his ins battery checked in 4-5 years and cannot remember the last time he used his patient programmer. It was suggested that the patient see a healthcare professional (hcp) to check on the ins. An email was sent to repair and a new programmer was sent to the patient. The patient was advised to see a hcp if the new programmer did not resolve the issue. No further complications were reported/anticipated. Additional information was received stating that they received a replacement programmer and that he thinks the ins is dead because he has been shaking for at least a week. The patient states that when he attempts to sync the programmer with the ins, he gets the poor communication screen. The patient confirmed that the poor communication started a few days ago. They attempted to sync but were still getting it. Additional information was received indicating the patient was to have an ins replacement on 2020-02-28.